Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had two serious injury events due to the insulin pump. Blood glucose value is unknown. The customer declined transfer for troubleshooting. The insulin pump will not be returned for analysis.